Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. The flexvision screen in the exam room had a blue screen. Review of the system log files showed multiple connection losses and not starting of the flexvision-pc. Fse tried reinstalling system devices and restoring old system backups multiple times, but the issue still persists. To resolve the issue, fse replaced the flexvision pc, redownloaded board software, restored backups from the system, and loaded new license files. The defective part was returned to philips for failure analysis. The cause of the failure of the flexvision pc was found as the unit locks up/freezes and stops at power on self-test. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.